Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mobility issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the entanglement of the delivery catheter and sensor increased resistance during withdraw and prevented removal of the sensor. It is unlikely the sheath caused the sensor deployment issues and likely the sensor was entangled in the delivery guidewire. Review of DHR could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Abbott letter notification ((B)(4)) event description stated that during the implant procedure, an entanglement with the sheath led to a procedure cancellation. Delivery guidewire was wrapped in the pacemaker lead and sensor could not re-enter the sheath. The sheath was flushed and sensor was rotated by 180 degrees. Interventional cardiologist joined the implanting doctor and attempted to snare the lower end of the sensor during retraction. The sheath was pulled with the sensor distal to the end of the sheath and the procedure was aborted. The procedure being performed was a cardiomems implant. Additional information was received on 28sept2023: no intervention was required for the patient. The patient condition remained stable and suffered no harm secondary to this event. On 28sept2023 terumo medical received an FDA medwatch report # mw5145702. The event description states that: "during the implant procedure, an entanglement with the sheath led to a procedure cancellation. Delivery guidewire was wrapped in the pacemaker lead and sensor could not re-enter the sheath. The sheath was flushed and sensor was rotated by 180 degrees. Interventional cardiologist joined the implanting doctor and attempted to snare the lower end of the sensor during retraction. The sheah was pulled with the sensor distal to the end of the sheath and the procedure was aborted." Additional information was received on 04oct2023: right femoral artery access.